Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited an alert for high out of range pace impedances and noise on the right ventricular (rv) lead. The first out of range value was posted to be 2207 ohms, but a couple weeks later, the values were seen to spike to greater than 3000 ohms, then return to around 800 ohms. Discussion with boston scientific technical services occurred, and the alert limit for impedances was increased. The system remains in service. The rv lead is another manufacturer's product. No adverse patient effects were reported.

Event description:
This report is being filed to provide additional information. The impedances have continued to spike, so the patient had non-invasive programmed stimulation (nips) performed. The patient will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.